Event description:
While making cuts to the femur the grey handle of the mics handpiece fell off. The surgeon was able to proceed with the case and finish cuts. Issue was noticed "during final cuts to femur the handle fell off and landed on the floor." Case type: tka.

Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: it was reported that while making cuts to the femur the grey handle of the mics handpiece fell off. The surgeon was able to proceed with the case and finish cuts. Issue was noticed "during final cuts to femur the handle fell off and landed on the floor." Product evaluation and results: visual inspection: visual inspection confirmed that the handle fell off. Attempts to repair the mics were unsuccessful and the part was rtv for rework. Functional, dimensional, material analysis inspection were not performed as visual inspection confirmed the failure. As per wo-(B)(4) and case number (B)(4). Failure mode was duplicated and product was returned to vendor. Product history review: device history records indicate (B)(4) devices were manufactured under prodex lot k09zr and (B)(4) devices were accepted into final stock on 08/22/2017. A review of qt17-08-0075 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k09zr shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode was duplicated for the alleged failure. Attempts to repair were unsuccessful and the part was rtv for rework. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc (B)(4) and CAPA 1452931 are associated with the failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While making cuts to the femur the grey handle of the mics handpiece fell off. The surgeon was able to proceed with the case and finish cuts. Issue was noticed "during final cuts to femur the handle fell off and landed on the floor". Case type: tka.